Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac vein using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), penumbra engine (engine), and penumbra engine canister (canister). During the procedure, the lightning and cat12 became occluded. At this point, the indicator light on the lightning was green. Subsequently, with aspiration on, the tip of the lightning was placed into a bowl of saline for 30 seconds. No movement was observed. A 3-way stopcock with 20cc syringe of saline was then used on the lightning. The plunger was gently tapped every few seconds to move thrombus from the lightning into the canister. Consequently, the indicator light turned solid red. To troubleshoot the red indicator light, the lightning switch was turned off, the engine powered off, and the lightning was unplugged from the engine. A minute later, the lightning was plugged back into the engine, and the indicator light was green. The lightning was placed again in the bowl of saline and turned on. The indicator light turned solid red again. This process was repeated multiple times to reset the lightning without success. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning was unable to test for the reported clog. The tubing did not appear clogged. The lightning system indicated an issue with due to a potential cabling issue. After all cables were checked within the lightning housing and switch, which revealed all connections were properly connected. The lightning was powered back up and aspirated a small amount of fluid into the canister before indicating another system error involving the solenoid. No additional fluid was aspirated into the canister. The root cause of the system error could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the system error. H3 other text : placeholder.